Event description:
New information received on sep. 9th, 2019 stated that the patient presented in clinic again with the device exhibiting post paced t-wave oversensing. Programming recommendations were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net with the implantable cardioverter defibrillator exhibiting post paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing episode. The device was reprogrammed as recommended and the clinician elected to continue to monitor the patient.